Event description:
It was reported that customer experienced past high blood glucose (bg) of 428 mg/dl; cause was unknown. Customer went to the hospital and was admitted into the intensive care unit and was treated with intravenous fluids of saline and insulin. Customer was released from the hospital the same day with the issue resolved and no permanent damage.